Event description:
User reported that the lift got stuck in the upper position while using it. They removed the patient safely, no injury alleged.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.